Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2004 due to incontinence. It was reported that following insertion the patient experienced erosion, infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. It was also reported that patient underwent partial removal on (B)(6) 2012 due to mesh deterioration and infection. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient underwent a gynecological procedure on (B)(6) 2009 and h. Elevate was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced overactive bladder, frequency, urgency, urge incontinence, urethral obstruction, hesitancy, incomplete bladder emptying and recurrent urinary tract infections. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2013 due to voiding dysfunction, mechanical complication of implanted device, and vaginal atrophy. (B)(4) - voiding dysfunction; vaginal atrophy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pelvic spasms and pyuria.

Event description:
It was reported that following insertion the patient experienced pelvic spasms and pyuria.